Event description:
A distributor e-mailed us, the manufacturer, 8 months after the incident with their occurrence report showing that one of their customers called to say that the track ease blood glucose monitor system was reading 200 points different from the doctor's brand of monitor so the doctor sent her to the hospital as a precautionary measure. The blood glucose meter was not verified for proper functionality nor was a serial # or a lot # for the test strips documented. Actual values were unknown. The hospitalization was based solely on what the pt claimed was the reading on the track ease monitor. No injuries were reported.